Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the lead was placed and during slitting of the catheter, the physician felt strong resistance and the lead pulled back resulting in dislodgement. Myocardial tissue was found to be adhered to the screw region of the lead tip when the lead and catheter were removed, so an echocardiogram was performed and no major problems were noted. The physician attempted to implant the lead again with a new catheter but high thresholds were noted so the lead was capped and implanted as a residual lead. A new lead was implanted successfully. No patient complications have been reported as a result of this event.